Event description:
It was reported that an ilet pump¿s touchscreen was cracked and the device was no longer functional. Symptoms included no clinical effects, and blood glucose values were reported as unaffected. Outcomes included device replacement and instructions to shut down the device, with return of the original unit and use of cgm through the dexcom app or receiver as needed. Investigation included collection of device history and service records, review of the reported damage, and arrangements for device return and data handling. Investigation of this device revealed physical damage to the touchscreen rendering the device nonfunctional and no transfer of data to the replacement device. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.